Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intensive care unit with a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer declined to provide more information. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.